Event description:
A manager reported there was no display after hearing whistling sound from the equipment during a vitrectomy procedure. Following a system exchange, the procedure was completed with no pt harm.

Manufacturer narrative:
A review of the svc report indicates the sys had no display after hearing a whistling sound. The customer called the company rep to assist with troubleshooting. The company rep reviewed with the customer about the proper power up sequence and the consequences of pressing the front power button more than once during the boot up sequence. The facility did not request svc. There was no sample returned for evaluation and no additional info provided related to this event. For this reason, steps could not be taken to replicate or confirm the reported event. A review of complaints for the last 24 months did indicate one similar report for this system. While it is not entirely conclusive, the most likely root cause of the reported event is user misuse, as the customer was informed about the proper use of the equipment. (B)(4).